Manufacturer narrative:
Updated data: b5 h6 - annex a, annex g corrected data: b1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information reported that the hemodynamic valve deterioration (hvd) was further described as an increase in the measured mean gradient of 10mmhg from baseline and a mean gradient of 20mmhg. The redo-transcatheter aortic valve replacement procedure was further described as a valve-in-valve procedure that required hospitalization. The second aortic valve implanted valve-in-valve was a non-medtronic device. The patient was discharged form the hospital 21 days following the valve-in-valve procedure.

Manufacturer narrative:
Updated data: b2 b5 h1 h6 - annex f corrected data: b3 e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that the failed valve was first identified five years and nine months following the implant of this transcatheter aortic bioprosthetic valve. A redo-transcatheter aortic valve replacement procedure was performed approximately two months later.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported approximately five years, nine and a half months following the implant of a transcatheter aortic bioprosthetic valve replacement procedure, the patient was enrolled in a clinical study with existing, baseline valve failure to determine whether a re do-transcatheter aortic valve replacement procedure, valve-in-valve, is appropriate. The study characterized the failure as structural valve deterioration with moderate hemodynamic valve deterioration.